Event description:
It was reported by the customer's mother, that the customer received a motor error alarm. Customer's blood glucose level at the time 397 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.